Event description:
It was reported that the vns patient passed away. The cause death was unknown. The funeral home indicated that the patient was cremated and the device was explanted and discarded prior to cremation. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The state vital records will not release the death certified. No additional relevant information has been received to date.